Event description:
Caller called to report that on (B)(6) 2019 in the evening emergency medical services was called to transport a pt to (B)(6); on arrival into the hosp with the pt on the stretcher connected to oxygen bottle, the emt noticed that the regulator that was attached to the stretcher was not in the on position. Once he turned the regulator on, the device combusted into flames. The emt suffered second degree burns to his hand and the pt on the stretcher had minor burns to the top head and his hair.